Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that large air bubbles were observed in the tubing. The customer's blood glucose level was 128 mg/dl. Reportedly, the customer primed the tubing to remove air bubbles, and resumed insulin delivery.